Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting multiple sleep error alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: a review of the pump history showed no evidence of sleep error alarms or call service 054 alarms. The pump booted up to the verify screen with no issues. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.